Event description:
It was reported that the epiq cvxi ultrasound system displayed an error code and shut down during an unspecified minimally invasive procedure with the x8-2t transducer, where the ultrasound system served as a passive observation aid. The procedure was completed with another system. No patient or user was harmed as a result of the issue. The philips service engineer evaluated the system and transducer, and confirmed no errors occurred during testing. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The philips service engineer cleaned the system¿s filter of dust and confirmed the system passed testing to address the customer¿s immediate concerns. A thorough investigation was unable to be performed to determine the cause of the reported problem. The system logs and other pertinent information for the investigation were not able to be obtained. No further information is available. The system has returned to service with no similar issues reported.